Event description:
Patient was returning to picu from the or and the pump shut off without warning with phenylephrine infusing. The clinical team had to obtain a new pump to resume the infusion. A screw was loose which appeared to have affected the battery stability.